Event description:
It was reported that the patient had the artificial urinary sphincter cuff and balloon components removed due to unspecified reasons. A new artificial urinary sphincter consisting of a 5.0 cm cuff and balloon were implanted. Additional information received indicated that the patient was previously radiated and had poor surrounding tissue. The patient required a new device to compensate.